Event description:
The facility reported infusion pump with failure code 12:303:984:0002 during pt infusion. No add'l contact info was provided. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter svc event. Despite baxter's efforts to obtain add'l info from reporting facility, details were not available regarding pt's demographics, diagnosis or status and medication involved.